Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The events of "swollen and painful" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported that after being injected "all over cheeks" with "juvederm voluma they developed "swollen and painful jaw which eventually traveled up into the cheeks". The patient returned to the injecting physician and was prescribed a "steroid and antibiotic." The symptoms were ongoing at the time of report.